Event description:
During a remote follow-up, undersensing was observed on the right atrial (ra) lead. Technical services was contacted and provided reprogramming recommendations. The device was then reprogrammed as an interim resolution. The patient is stable with no consequences.